Manufacturer narrative:
It was reported that a female patient in their seventies underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The biosense webser inc. (Bwi) product analysis lab (pal) received the device for evaluation 2/8/2019. Section d10 of this report has been updated. The investigational analysis completed on 2/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and were found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No code available was used in section to represent surgical intervention. Concomitant product: terumo 9fr sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient in their seventies underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation in the left ventricle (lv), the patient became hypotensive. Cardiac tamponade was confirmed by echocardiogram (echo). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. However, the patient remained hypotensive. The patient underwent open heart surgery for lv repair. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered. Physician commented that ablating at 40 watts contributed to the causality of the adverse event. No error messages were observed on any biosense webster inc. (Bwi) equipment. It was also reported that during the ablation, before the patient became hypotensive, the catheter appeared to have moved outside of the map shell. Map shift was not suspected. According to the physician, the movement outside the shell was due to perforation. Surgical findings suggested that excursion from the fast anatomical mapping (fam) shell, was due to perforation. Fluoro was available during the procedure. Transseptal puncture was not performed. A terumo 9fr sheath was used. The generator was used in temperature control mode at 40 watts. The last ablation cycle time at the site of the injury was less than 60 seconds. The parameters observed at the time of the injury included power of 40 watts. No impedance was noted. The catheter¿s temperature profile was trending as expected and the peak force was 36 grams. The patient received (heparin) anticoagulant during the procedure. The activated clotting time (act) was of 300-350 seconds. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit.